Event description:
During routine testing of the unit, the user noted that it would intermittenly report "pacer comm error" and "defib comm error". There was no harm to the pt. Visual inspection of the unit noted damage to the enclosure which appeared to have resulted from a significant impact. The damage might have caused or contributed to the problem. Extensive testing was unable to isolate the source of the intermittent condition. The entire defibrillator board assembly was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.